Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to issues with the pt's access. The reported blood loss events are attributed to infiltration of the pt's needle or not performing rinseback in a timely manner. Facility staff has been notified and provided add'l review of alarm resolution to the operator. There have been no similar problems reported subsequent to these events. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
A venous pressure high alarm and an arterial pressure exceeded alarm occurred during two routine hemodialysis treatments. Rinseback was not performed due to infiltration of the pt's venous needle, or not performing rinseback due to the amount of time elapsed, resulting in an estimated blood loss of 190 cc for each treatment. The pt was administered IV iron on (B)(6) 2011 and epogen was increased from 20,000 units 1xweek to 18,000 units 3xweek on (B)(6) 2011. No other medical intervention was required.